Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2015 at approximately 4:30pm when a reading of 126mg/dl was obtained using the subject meter compared to a reading of 86mg/dl obtained using another meter (brand not provided), both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages his diabetes using a combination of diabetes medications, specifically insulin, and stated that he reduced his food/drink consumption in response to the results obtained. The patient reportedly experienced symptoms of low blood sugar approximately 15 minutes after the alleged issue began, and was reportedly taken to the emergency room (ER) where he received hcp treatment of IV fluids at approximately 5pm. The patient stated that his blood glucose was measured using a hospital meter on (B)(6) 2015 at approximately 5:30pm with a reading of 83mg/dl. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at time of testing, the testing procedure was correct, an approved sample site was being used and the test strips had not expired. The csr noted that the patient did not have control solution so was unable to walk through a re-test. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury and received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.